Event description:
It reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer through a series of troubleshooting steps but no issues were identified. The customer replaced pump supplies and to resumed insulin therapy.